Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that when the patient was being moved from the catheter room to the ward, the iabp was battery-driven. Then, the alarm of remaining 20 minutes went off and the pump suddenly shut down. The user hurriedly connected to the ac power supply, by which the pump restarted. No harm to the patient occurred.

Manufacturer narrative:
(B)(4). The reported complaint of "the pump suddenly shut down" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that when the patient was being moved from the catheter room to the ward, the iabp was battery-driven. Then, the alarm of remaining 20 minutes went off and the pump suddenly shut down. The user hurriedly connected to the ac power supply, by which the pump restarted. No harm to the patient occurred.